Event description:
During the daily clean procedure, the customer left the immulite 2000 xpi instrument cover open. According to the customer, the instrument slightly tipped backwards, and then returned to the ground. Once the instrument was back on the ground, the instrument began to shake. The customer verified that there was no delay in testing patient samples, impact to patients, nor injury. There are no known reports of patient intervention or adverse health consequences due to this event. This MDR is being filed in an abundance of caution.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that the immulite 2000 xpi instrument slightly tipped backwards, and then returned to the ground. Once the instrument was back on the ground, the instrument began to shake. Siemens advised the customer to halt the use of instrument due to the possibility of misalignment. A siemens customer service engineer (cse) was dispatched to the site. The cse inspected the instrument and found that the floor was uneven. Siemens worked with the customer and placed wood blocks beneath the levelling feet. The instrument is performing according to specifications. No further evaluation of this device is required.